Manufacturer narrative:
The user facility observed the box was damaged and heavily wrapped with packaging tape. The user facility removed the canisters subject of the reported event and disposed them without incident. It is likely the carrier service damaged the package and its contents during shipment. The envirosystems ethylene oxide sterilant's material safety data sheet states in section 6: accidental release measures, "methods for cleaning up: spill should be handled by trained cleaning personnel properly equipped with respiratory and eye protection. Eliminate all ignition sources. Use water to dilute material. Contain any spills with dikes or absorbents to prevent migration and entry into sewers or streams. Soak up spills with inert solids, such as clay or diatomaceous earth as soon as possible. Comply with applicable local, national and international regulation." Steris employees are trained to reject or discard product which evidences signs of damage or deformation. No additional issues have been reported.

Event description:
The user facility reported that they received a shipment of envirosystems ethylene oxide sterilant which arrived damaged. One canister leaked due to the reported damage. No report of injury and no medical treatment was sought or administered.